Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "error 35 defib disconnection" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported malfunction of "error 35 defib disconnection" message was not observed; however, "defib fault 72" , "defib disabled" and "system fault 36" messages were observed and confirmed. Though the messages as stated by the customer were not observed, the messages that were observed were a result of a faulty defib circuitry and related to the customer's complaint. The system board was replaced to resolve the reported malfunction. The system board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.